Event description:
Procedure: CABG recirculated prime through system pre-procedure with no noted problem. 90 minutes into procedure, venous reservoir noted to be leaking at the port interface connector at top of arterial port (outlet.) Procedure aborted temporarily while pt taken off bypass to exchange the venous reservoir. The pt did not sustain any adverse problems related to this incident in light of the potential for doing so from such things as loss of blood and break in sepsis and prolonged anesthesia time. Note: this is the second such incident with this product in two months.